Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. Programming changes were successfully completed. There were no patient consequences.